Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the device, model # 37761, s/n (B)(6), revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had a damaged desktop charger (dtc) cord. The pt said the wires are exposed (the casing around the wires is loose) where the cord plugs into the recharger (insr). Pt also mentioned that he has had the dtc replaced several times before because of the same issue. The caller had a damaged restore belt. The pt said the belt had became stretched out. No symptoms were reported. Additional information received from the patient. It was reported that 20-40 seconds into trying to charge the recharger with desktop charger, the recharger would beep and then the screen would go blank just before completely shutting off. They received a replacement desktop charger which did not resolve the issue. The patient unplugged the recharger from the desktop charger for a while and then plugged it back in for 24 hours. The recharger battery level was 3/4 charged before shutting off again. Additional information was received from the p atient. Pt called back and said they received the dtc and insr replacements however, they were still unable to get the insr charged completely/past 50%. Pt said their insr came with no charge, they left it plugged in for 36 hours and it didn't even get halfway charged. On the call, the insr was 1/4th charged and it displayed that it was plugged into the insr but pt said it does not progress further in the charge process and it beeps and shuts off acting like it's completely charged when it is not charged. Pt mentioned that they were still able to get their ins recharged.